Manufacturer narrative:
(B)(4). The device was manufactured july 8, 2015 ¿ july 9, 2015. The device was received for evaluation. Visual inspection of the tubing noted particulate matter. The reported condition was verified. The cause of the particulate matter was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor contained particulate matter inside the tubing of the device. The infusor was filled with flourouracil. There was no patient involvement. No additional information is available.